Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room and admitted to the intensive care unit due to diabetic ketoacidosis and elevated blood glucose (bg) levels reaching over 500 mg/dl. The cause for the reported issue is unknown. Customer was treated through intravenous saline and insulin. Customer stated they believe the reported issue caused a blockage to their heart stent. Reportedly, the health care provider replaced the heart stent. Customer was released from the hospital 7 days later, and upon release the reported issue was resolved. Reportedly, the customer tried a different infusion set and the pump is functioning as intended.